Manufacturer narrative:
Power loss alarm and low battery alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power loss alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had replace battery alert. Customer¿s blood glucose level was 6.3 mmol/l. Customer had done restart for the same problem. Battery cap was not damaged and battery life was less than 8 hours. The device will be returned for analysis.